Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was on impella cp support. Upon returning from cath lab a moderate size hematoma was felt by palpitation at medial side of insertion site. Dressing was removed and no bleeding noted at site and no discoloration at time of dressing change. The doctor ordered fem-stop to be applied. Once applied pulses still present. No issues. The patient was later weaned and survived.

Manufacturer narrative:
B2 revised selection as it was previously entered incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Access site adverse event/hematoma: a moderate size hematoma was observed at the insertion site. The cause of the hematoma cannot be determined since insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.